Event description:
The ventilator was reported as not functioning. A technical inspection by the reporter service center confirmed multiple contributing factors: the motor blower was stuck during rotation, the motherboard (pca) was not supplying power to the blower, the flow sensor was both dirty and faulty, and the tubing and filter between the aecm and flow sensor were found to be clogged. The issue was resolved by replacing the motor blower, pca (circuit board), and flow sensor with new components.